Event description:
It was reported that the threaded end of inserter/extractor broke off during explantation. No more info has been provided.

Manufacturer narrative:
The associated device were returned and evaluated. A visual investigation indicated that the stem rod impactor¿s threaded tip has fractured off, confirming the stated complaint. The fracture portion was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.